Event description:
It was reported that the tip of the guidewire detached. This amplatz super stiff guidewire was selected for use during a percutaneous transhepatic cholangiodrainage (ptcd) procedure. During the procedure, the amplatz guidewire was advanced through a non-boston scientific sheath. During manipulation, the tip of the guidewire peeled off inside the sheath. After this occurred, the wire could no longer be advanced or withdrawn. The procedure was paused, and the components were removed. There were no patient complications as a result of this event. It was further reported that the procedure was completed with a guidewire from another manufacturer.